Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) and monitor sn (B)(4) was completed. The device was fully functional upon receipt at zoll. No problems were found with the equipment. On (B)(6) 2014, the patient received a treatment at 16:57:13. The treatment was caused by atrial fibrillation with motion artifact. The post-shock rhythm was atrial fibrillation. The response buttons were not used prior to the treatment. A second treatment was delivered at 22:46:41. The rhythm at the time of the treatment was atrial fibrillation with motion artifact. The post-shock rhythm was atrial fibrillation. The response buttons were intermittently used prior to the second treatment. There is no indication of any device malfunction. ECG motion artifact contributed to the arrhythmia detections. Device manufacturer date: monitor sn: (B)(4), electrode belt sn: (B)(4) - 06/01/2013.

Event description:
The brother of a (B)(6) year old female patient called zoll customer support on (B)(6) 2014, to report that the patient had been treated, fell down, hit her head, and hurt her back. The patient was admitted to (B)(6) and was implanted with an ICD on (B)(6) 2014. The patient had a pre-existing back injury that was reportedly exacerbated by her fall. The patient remains in a rehabilitation facility for weakness on one side of her body and she reports suffering from headaches. A CT scan and x-ray were inconclusive.